Event description:
The customer questioned low results for 2 patient samples run for various assays on a cobas 6000 c (501) module. Based on the data provided, the ca2 calcium gen.2 (ca2), gluc3 glucose hk gen.3 (gluc3), tp2 total protein gen.2 (tp2), and potassium (k) results are a reportable malfunction for 1 patient. The initial ca2 result was 7.6 mg/dl. The sample was repeated on the same analyzer with a result of 9.8 mg/dl. The sample was repeated on a different c 501 module with a result of 9.7 mg/dl. The initial gluc3 result was 140 mg/dl. The sample was repeated on the same analyzer with a result of 183 mg/dl. The sample was repeated on a different c 501 module with a result of 186 mg/dl. The initial tp2 result was 5.5 g/dl. The sample was repeated on the same analyzer with a result of 7.1 g/dl. The sample was repeated on a different c 501 module with a result of 7.6 g/dl. The initial k result was 4.36 mmol/l. The sample was repeated twice on the same analyzer with results of 5.53 mmol/l and 5.58 mmol/l. The sample was repeated on a different c 501 module with a result of 5.41 mmol/l. No erroneous results were reported outside of the laboratory. No adverse event occurred. The ca2 reagent lot number was 344981. The expiration date was not provided. The gluc3 reagent lot number was 34296901 with an expiration date of 30-sep-2019. The tp2 reagent lot number was 35822001 with an expiration date of 31-oct-2019. The k electrode lot number was 4812 with an expiration date of 21-may-2019. The field service engineer (fse) visited the customer site and did not identify a cause for the issue. The fse performed a system decontamination, replaced the sample probe, readjusted rinse levels and checked the alignment of probes. The ise component of the module was reviewed. A 10 cup precision passed. The customer ran qc with passing results. The system was operating within specification. Calibration and qc were acceptable. The sample was spun for 15 minutes at 3300 rpm. Based on the type of sample tubes the customer uses, the sample should be spun for 10 minutes at 1100 - 1300 g. No issues were identified during a review of the alarm trace. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.